Event description:
The blood glucose monitoring device was involved in an electrical short and was damaged. Reporter stated the manufacturer had been contacted in order to replace the device and does not have the meter or its base that was a part of the alleged event. Reporter indicated no patient or staff was impacted, a request was made for the return for the suspect device and replacement product was sent.